Manufacturer narrative:
The reported event of the shifted electrode was confirmed but the impedance issue was not confirmed. As received lead extension passed electrical and stress testing on all channels however the non-active contact at terminal end was found shifted. While the root cause is unknown, there is evidence of possible over-torque onto the contact (causing deformation) and possibly tool used to pull the non-active contact during the revision process.

Event description:
It was reported during an ipg replacement to address normal depletion, the extension caused low impedances upon insertion into the new ipg. Upon pulling the extension back out, a visual inspection was performed and the most proximal contact on the extension seemed to be out of place on the extension. The extension was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The reported event of the shifted electrode was confirmed but the impedance issue was not confirmed. As received lead extension passed electrical and stress testing on all channels however the non-active contact at terminal end was found shifted. Root cause was unknown.